Manufacturer narrative:
Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was approximately 100 mg/dl, and the meter bg reading was over 400 mg/dl. Reportedly, customer wore sensor longer than the recommended warranty time period. Additionally, the infusion set cannula was bent. The customer treated elevated bg with a correction bolus. Customer was hospitalized and treated with manual dose insulin. Customer was released from hospital with the issue resolved and no permanent damage. The customer was instructed to replace or purchase a new sensor. Customer discontinued wearing a cgm sensor after this event.